Event description:
Allegedly pt dislocated and the stem, neck, head, and liner were revised.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Trends will be evaluated. Event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00195, 00197, and 00198. This event occurred in another country.